Manufacturer narrative:
The spiderfx embolic protection device was not received for evaluation. No ancillary devices or procedure notes were received. One image was received from the customer. In this, 2 biohazard bags can be seen - one contains a spider fx device; the other shows a white cloth on which debris can be seen. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a spider fx device to treat a cto (chronic total occlusion) in the distal left superficial femoral artery(sfa). The IFU was followed and the device was prepped without issue. It was reported that the spider fx was damaged during the procedure. The entire spider basket and wire were damaged. Spider was reported to have been used in stent. Another spider fx was reported to have been used during the procedure and was reported to continually shred as the coating was described as ¿coming off¿. None of the components from the spider fx device embolized in the patient. The physician kept wiping down the spider fx so it could be used with the non-medtronic rotational atherectomy device. The IFU associated with the spider fx specifies that the capture wire must not be used with a rotational atherectomy device. The procedure was completed using a drug coated balloon(dcb) without further issue. No patient injury was reported.

Manufacturer narrative:
Evaluation summary: debris from a spider and a spiderfx capture wire were returned in two separate bags. No ancillary devices, cine, images or procedure notes were returned. The spiderfx capture wire was examined. The capture wire was returned without the green dual end delivery and blue recovery catheters. Visual inspection of the capture wire revealed no abnormalities or deformities. The filter was inspected and no abnormalities or deformities were noted. The returned debris was examined. The debris consisted of shredded spiderfx coating. If information is provided in the future, a supplemental report will be issued.